Event description:
It was reported that the patient noted a red call doctor icon from this implantable device and presented to the hospital. Upon interrogation, jumpy, high, out-of-range pacing impedance measurements (>3000 ohms) were noted from the non-boston scientific right ventricular (rv) lead. The care team elected to continue with close monitoring until the patient's physician returns from a long holiday. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient noted a red call doctor icon from this implantable device and presented to the hospital. Upon interrogation, jumpy, high, out-of-range pacing impedance measurements (>3000 ohms) were noted from the non-boston scientific right ventricular (rv) lead. The care team elected to continue with close monitoring until the patient's physician returns from a long holiday. At this time, the system remains implanted and no adverse patient effects were reported.